Manufacturer narrative:
Date sent to the FDA: 04/07/2011. (B)(4) - recurrent hernia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an open ventral/epigastric hernia x2 repair and umbilical hernia repair on (B)(6) 2009, using a single 4cm mesh with strap. Following the procedure, patient experienced pain. On (B)(6) 2009, patient was diagnosed with a recurrent supraumbilical epigastic region hernia. A second surgical procedure was performed on the recurrent ventral hernia on (B)(6) 2009. The initial mesh was removed and the hernia was repaired with a different mesh.